Event description:
It was reported that the surgeon inserted an aq2003v silicone three piece lens and a haptic was torn after insertion. The incision was enlarged to remove the lens and a suture closed the wound.

Manufacturer narrative:
Evaluation- results - (othe): visual inspection of the returned product showed that a haptic was torn off from the optic, and there was a clear surgical residue on the lens. Conclusion - (no conclusion can be drawn): based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.